Event description:
Reportedly, the tip of the trocar disengaged from the instrument and fell into the abdominal cavity. However, it was retrieved laparoscopically by the surgeon and a new trocar had to be inserted into the patient to complete the case. Procedure: lap hernia repair. Patient status: unk.